Manufacturer narrative:
Concomitant medical products: product ID: 4351-35, serial#: (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 4351-35, serial#: (B)(4), implanted: (B)(6) 2013, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The health care provider (hcp) via a manufacturer representative reported that the patient had a loss of therapy. The patient had no therapy benefit and their managing health care provider (hcp) performed a test and visually saw the lead perforating the stomach. The hcp performed the egd x-ray on (B)(6) 2016 and the leads were in the patient's stomach and the hcp notified the manufacturer representative. The action taken to resolve the patient's loss of therapy and stomach perforation from the lead was that the patient was scheduled for a lead revision. The cause of the stomach perforation from the lead was not determined. The patient's loss of therapy and stomach perforation from the lead had not been resolved and the revision was scheduled for (B)(6) 2016. The indication for use for this patient was gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.